Event description:
It was reported that the patient presented in clinic for aveir leadless pacemaker (lp) implant procedure. During procedure, it was noted via intracardiac echocardiography (ice) imaging that the patient had developed a pericardial effusion due to cardiac perforation. Further information was requested but not yet received.